Event description:
The complainant reported a leak from the clear sidearm during impella 5.5 support. The pump had supported the cardiomyopathy patient for 27 days. A sidearm bypass was performed to counter the leak, however, shortly after the bypass, the waveforms began trending to a saturated state with no resolution. As a result, the pump was removed and patient support continued with an iabp. There was no harm to the patient. The intervention in the form of the purge bypass and explant prompts FDA reporting.

Manufacturer narrative:
The medical center did return for analysis the impella pump and data logs. The logs confirmed the purge alarms. The inspection of the pump revealed damage to the sidearm yellow luer. No other abnormalities were observed. The cause of the purge leak was sidearm yellow luer damage. The purge had sodium bicarbonate running. The cause of the purge leak was the luer damage, and this failure will be monitored and trended. There is a CAPA open for the failure.